Event description:
The (B)(6) customer reported that the door is broken and needs to be replaced. According to additional information received via email, the shock absorbers that hold the lower door up were damaged and could not hold the door, causing the door to fall, close hard, and break. Picture provided shows the top corner of the lower door is broken and has detached from the rest of the door. The field service engineer (fse) serviced the instrument and replaced the lower door and shock absorbers. The customer was able to complete staining. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h7, h11.

Manufacturer narrative:
No patient or user harm was indicated. Not applicable. No patient involvement. While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting. Supplemental report will be provided once additional information received.

Event description:
The brazil customer reported that the door is broken and needs to be replaced. According to additional information received via email, the shock absorbers that hold the lower door up were damaged and could not hold the door, causing the door to fall, close hard, and break. Picture provided shows the top corner of the lower door is broken and has detached from the rest of the door. The customer was able to complete staining. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.